Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient experienced ¿biofilm / infection at the treated area (jawline),¿ and ¿both sides of the lower jaw, the lower cheek area, the glabella and the upper lip region¿ after injection with juvéderm® volift¿ with lidocaine and juvéderm® volux¿ in the lower cheeks and prejowl sulcus. Pre-treatment for the injections were noted as ¿ultracain.¿ symptoms appeared approximately a month after injection. Treatment consisted of ¿combination antibiotics with clarithromycin and moxifloxacin¿ and 2 injections of hylase ¿into the nodules.¿ symptoms have ¿partially¿ resolved.